Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40 mg/dl or above. Suspected cause of low bg was due to control iq over correcting. The customer's parent provided assistance and the customer drank juice to address bg. A pump data log review was performed by tandem technical support and the control iq software was found to be functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.